Event description:
While attempting to intubate a patient in cardiac arrest, a small piece of green plastic of the attachment part on a laryngoscope blade shattered and caused a small laceration to the patient's lip. The piece fell to ground, but was retrieved and saved. There was no other complication to the patient other than the lip laceration; no intervention required. The experienced paramedic was following standard intubation practice and it is unknown as to why the piece broke off.